Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3778-75, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3778-75, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was explanted from their left lower back. Follow up information obtained reported that the patient was seen monthly and that they recovered without permanent impairment. No further details were obtained regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.